Event description:
The patient had a deep brain stimulator for tremor due to unknown cause (not parkinsons or essential tremor). In late 2008, the patient experienced a loss of efficacy. Symptoms included extreme cramping and tightness in his arm. Two weeks later, the patient experienced a 'stroke-like' episode where he could not speak or move. The patient was hospitalized. Test results did not show a stroke or seizure. The patient regained speech and movement 3 days later. The device was interrogated and reprogrammed. The system was fine, but reprogramming did not improve tremor control. The patient also recently experienced a ;'pinching' sensation in the pocket. The patient was in contact with his hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.